Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of broken intraocular lens. There was no patient harm. Additional information has been requested.